Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 871 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 871 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of appendectomy and appendectomy in 2007 and menorrhagia, abnormal uterine bleeding, ovarian cyst, pelvic pain female, menstrual cramp, back pain, knee operation, parity 3 and multi gravida. Previously administered products included: ibuprofen. The patient had a family history of breast cancer. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 871 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: findings: the essure implants are positioned appropriately within the fallopian tubes. Bilateral tubal occlusion is demonstrated. No polyps or submucosal fibroids are seen in the endometrial cavity, which has normal contour. Impression: 1. Essure implants positioned appropriately. 2. Bilateral tubal occlusion, [pathology test] (date unknown): diagnosis: uterus, cervix, and bilateral fallopian tubes, hysterectomy, and bilateral salpingectomy: 1. Uterine leiomyomata and adenomyosis 2. Proliferative phase endometrium; negative for hyperplasia or malignancy 3 -bilateral fallopian tubes each with intra-tubal contraceptive device (essure), otherwise no specific pathologic alterations. 4. Cervix with no specific pathologic alteration 5. Uterus weight 152 grams pre and post operative diagnosis: menorrhagia with regular cycle; pelvic pain in female specimen: uterus and cervix, bilateral fallopian tubes gross description: sectioning of the fallopian tubes reveals two essure coils and unremarkable pinpoint lumina that are without focal lesion [ultrasound scan vagina] on (B)(6) 2018: impression: 1. 2.3 cm complex right ovarian cyst likely a hemorrhagic follicle. 2. Heterogeneous and thickened endometrium without internal blood flow. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Lab data (surgical pathology report), medical history, concomitant conditions & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.